Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the keypads on the insulin pump were not responsive. The customer¿s blood glucose was 6 mmol/l at the time of incident. Customer states that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer states the insulin pump was neither dropped nor exposed to moisture. The customer also state that the insulin pump had hardware low level failures error and customer were able to clear the alarm and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with no button response, problem isolated to the keypad assembly. Unable to verify pump error 63 alarm and perform the displacement test and self test due to no button response.